Event description:
It was reported that (1) pmw35 was used during a lap cholecystectomy procedure. It was reported by the rep that the surgeon informed the nurse that the skin stapler was not forming complete staples when used. Another skin stapler pmw35 was opened and the case was completed successfully. There was no consequence to pt.